Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a posterior lite w/ capio slim was used during vaginal prolapse with pinnacle posterior procedure performed on (B)(6) 2018. According to the complainant, during procedure, the dart detached inside the patient. Nevertheless, the dart did not fall off into the patient. The procedure was completed with another posterior lite w/ capio slim. There was no consequence or impact to the patient as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). An examination of the returned capio slim suture capturing device and mesh assembly was performed. No damage was noted to the capio slim suture capturing device. Regarding the mesh assembly, no damaged was noted to the mesh material itself. The leader loops were intact. On the blue/white dilator, the suture appeared to have been cut halfway along its length. The broken suture/detached dart was returned. On the blue dilator, the suture was broken in the area where the dart interacts with the carrier, confirming the complaint. The cage of the capio slim suture capturing device was removed; the portion of the detached suture containing the dart was inside of the cage. The investigation concluded that most probable cause for the dart detachment/suture broken issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation was opened to address the failure of the dart detachment/suture broken issue. The investigation determined that the design of the carrier allows the fiber portion of the suture to interact with the sharp edge of the carrier, resulting in the suture severing. The investigation is in the implementation phase. No further escalation is required.

Event description:
It was reported to boston scientific corporation that a posterior lite w/ capio slim was used during vaginal prolapse with pinnacle posterior procedure performed on (B)(6) 2018. According to the complainant, during procedure, the dart detached inside the patient. Nevertheless, the dart did not fall off into the patient. The procedure was completed with another posterior lite w/ capio slim. There was no consequence or impact to the patient as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable.